Manufacturer narrative:
The insulin pump was received with blank display; disassembled and reassembled electronic assembly and the insulin pump powered on properly. The insulin pump monitored for 3 days with no blank display anomalies noted during testing. The problem isolated to electronic assembly. The insulin pump passed pump self test, off no power test, unexpected restart error test. The operating currents were in specification. The moisture damage on all electronic assemblies noted during testing. The minor scratches on lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a blank display immediately after being exposed to sweat. The customer's blood glucose was 127 mg/dl at the time of incident. The customer stated that the insulin pump was not dropped or bumped. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.